Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced seizures and was taken to the hospital by his mother. The cgm reading was 83mg/dl and at the hospital they took a bg reading which was 64 mg/dl. At the hospital the patient was treated with food and juice provided by the doctor. Around the time of the event, most likely after the treatment with food and juice, the patient was also treated with treshiba insulin and humalog. The patient was discharged the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.